Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the patient tore off the raised side rail while getting out of bed. The bed was inspected by an arjo service technician who found that screws holding the panel to the metal plate were ripped off (photographic evidence provided confirmed malfunction). No injuries were reported.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding aligns with the observed condition of the side rail (the photographic evidence provided confirmed that the side rail was detached) and reports indicating that the bed was damaged by the patient who attempted to get off the bed when the side rail was in raised position. According to the instructions for use for citadel plus bed (IFU 831.374 rev. H from feb 2021) "caregiver should always aid patient in exiting the bed." Moreover, the operation of the sides rails should be checked daily. "Failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver." If the result of the test is unsatisfactory, arjo or an arjo-approved service agent should be contacted. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the side rail detachment. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.